Manufacturer narrative:
The reported complaint of "the autopulse platform (sn: (B)(4)) stopped compressions and displayed 'system error, out of service, revert to manual CPR' error messages" was confirmed based on the review of the archive data and during functional testing. The root cause of the system error was the defective drivetrain motor, likely attributed to wear and tear. The autopulse platform was manufactured in december 2010, and it is over 10 years old, well beyond its expected service life of 5 years. However, user mishandling/neglect cannot be ruled out as no documented report was found showing that regular preventative maintenance (pm) was performed since the device was acquired by the customer. Performing regular preventive maintenance would prevent the brake gap from exceeding allowable tolerance and causing the autopulse platform to stop functioning with a system error, per design. The reported complaint of "the autopulse platform stopped compressions and displayed user advisory (ua) 45 (not at "home" position after power-on/restart)" was not confirmed during functional testing and archive data review. Visual inspection of the returned platform revealed a cracked front enclosure at the front-end area, unrelated to the reported complaint. The observed physical damage appeared to be the characteristics of harsh impact due to user mishandling. The front enclosure was replaced to address the issue. The platform was further examined and unrelated to the reported complaint, it was noted that power distribution board (pdb) revision level was below 6 and was updated, attributed to the age of the platform. A review of the archive data showed system error user advisory (ua) 139 (unable to hold compression position) error message to have occurred on the customer's reported event date; thus, confirming the reported complaint. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" error message displayed upon powering up the device; thus, confirming the reported complaint. The investigation revealed that the drive train motor brake assembly air gap was too wide, measured at 0.012", out of the specification (0.008" ± 0.001"), which caused the ua139 error. The brake gap could not be adjusted and continued to open out of specification. Further investigation found that the two motor shaft dimples had widened/worn out and would not lock into the drivetrain motor shaft dimple locking well and caused the brake to disengage. The drivetrain motor assembly was replaced to address the ua139 error. During further functional testing, the lcd screen backlight did not light up, unrelated to the reported complaint. The root cause was the defective processor board, likely due to wear and tear. The processor board was replaced to address the issue. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with serial number (B)(4). The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse was intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Event description:
The autopulse platform (sn: (B)(4)) was used to resuscitate a patient in cardiac arrest. After the autopulse performed compressions for about 30 minutes, the platform stopped compressions and displayed user advisory (ua) 45 (not at "home" position after power-on/restart) and "system error, out of service, revert to manual CPR" error messages. Return of spontaneous circulation (rosc) was not achieved, and the patient was pronounced dead. No further information was provided on the details of the reported incident. The customer did not provide information regarding the relationship between the death and the alleged malfunction. However, zoll's medical safety assessment (msa) evaluated the incident, and it was determined that the death was not related to the autopulse device. After the call, both the lifeband and battery were replaced. The autopulse platform once again displayed the "system error, out of service, revert to manual CPR" error message upon powering up.